Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an anchor detachment. However, the exact root cause was unable to be determined. The likely cause was determined to have been excess tamping resulting in anchor detachment. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during a hemostasis procedure, the anchor of the angio-seal device involved detached and moved distally. When an ultrasound was performed to locate the anchor, the anchor was found to be in an area where there was no risk to cause peripheral occlusion. Therefore, the central part to the site where the anchor was located was dilated with a balloon, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient was in stable condition after the procedure and discharged from the hospital without incident. However, the patient was readmitted to the hospital although the causation with the angio-seal device was unknown. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. The patient required non-surgical intervention, percutaneous old balloon angioplasty (poba), to isolate the anchor in the area where it was found. There was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved. The event occurred intra-operative. Additional information was received on 09 jan 2023: regarding arterial access, there were no multiple sticks.

Manufacturer narrative:
Date of event: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: date unknown . Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the codes in section h6: investigation findings, and h6: investigation conclusions. The codes submitted on the initial report were incorrect.